Manufacturer narrative:
Corrected data: d2: common device name.

Manufacturer narrative:
This report captures the devices involved in the right renal artery. Additional device right renal artery: bxa085902f, UDI: (B)(4), lot# 12945403. As it is not known which or if both devices became occluded, both are being investigated. The left renal artery occlusion is being reported under MFR report # 2017233-2020-00363. Concomitant medical products: medications include but are not limited to aspirin and clopidogrel.

Event description:
The following information was reported to gore: on (B)(6) 2014 this patient underwent endovascular treatment for an aortic aneurysm of unknown maximum diameter. The patient is enrolled in the (B)(6). It was reported that the procedure included implantation of gore® viabahn® vbx balloon expandable endoprostheses in the renal arteries. On (B)(6) 2019, bilateral renal artery occlusion was noted. On (B)(6) 2019 the patient was treated with subcutaneous drug therapy. On (B)(6) 2019 the patient underwent a thrombectomy and stent placement. The patient underwent digital abdominal aortography, selective and bilateral renal angiography, recanalization of the right renal artery was performed by percutaneous thrombectomy with rotarex, followed by angioplasty with stent implantation in the right renal artery. Control angiography showed good results, heterogeneous renal parenchyma filling and renogram. After three months of follow-up by the clinic and the nephrologist, it was decided the subject no longer required dialysis.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.